Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse.

Event description:
(B)(6) son drank some of the product. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion by a child in a (B)(6) male patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant and other: gsk medically significant) and accidental drug intake by child. On an unknown date, the outcome of the accidental device ingestion by a child and accidental drug intake by child were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on 23 november 2016. The consumer reported that she thought her (B)(6) son could drank some of the biotene oral rinse and wanted to know if it would harm him. Variant was not specified.